Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with her daughter's insulin pump. The customer states her daughter has been having high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's current readings are 522mg/dl. Troubleshooting was conducted and found the device to be operating normally. The customer was advised to monitor device.